Manufacturer narrative:
(B)(4). Date implanted - ni 2003. Report source: (B)(6). It is unknown if product is being returned to zimmer biomet for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-02261, 0001822565-2017-02262.

Event description:
It was reported patient underwent hip revision due to recurrent dislocation. The head and liner were replaced. Attempts to obtain additional information have been made; however, no more is available.